Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the external pulse generator (epg) exhibited a spike on the output pulse while in use with a patient. After referring to the waveform, it was concluded that the spike was not caused by the epg and it was returned to service. No patient complications have been reported as a result of this event.